Manufacturer narrative:
Reported event: it was reported that femoral array assy -bent pka femoral array. Unable to obtain information from femoral array once attached to pins and facing camera. Trouble shooting for vizadisc, reboot arm software, etc. Surgeon then noticed array was bent. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate 100 devices were manufactured under lot no 19400118 and were accepted into final stock on 04/02/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112290, lot number 19400118, shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
112290 - femoral array assy -bent pka femoral array. Unable to obtain information from femoral array once attached to pins and facing camera. Trouble shooting for vizadisc, reboot arm software, etc. Surgeon then noticed array was bent. Surgical delay: 30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - femoral array assy -bent pka femoral array. Unable to obtain information from femoral array once attached to pins and facing camera. Troubleshooting for vizadisc, reboot arm software, etc. Surgeon then noticed array was bent. Surgical delay: 30 minutes.